Event description:
The initial reporter stated that the pump was not audibly alarming. They stated it failed to alarm at all. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [(B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pcb board had failed, so while the pump alarms did operate as expected, they failed to audibly alarm. The pump was serviced to correct the issue.